Event description:
It was reported that the patient accidentally removed the implant's active electrode from its original position while using a cotton swab. The electrode was coming out of the external ear canal and the patient cut it.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where eit will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.